Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt does not communicate with monitor. This failure was due to a defective u202 component on the belt node pca. The root cause for the defective u202 component could not be positively identified. There were no adverse events associated with the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).